Event description:
It was reported that patient received inappropriate therapy due to sensed noise. A decrease in impedance was observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead was returned cut in two pieces. Visual evaluation noted external insulation abrasion near the connector pin. The re cables were exposed and the etfe coating was compromised. The damage was consistent with that occuring due to friction to the ICD can.